Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02682 and 0001825034-2019-05054. Implant date: around 20 years ago. Concomitant medical products: unknown maxim femoral catalog#: ni lot#: ni, unknown maxim tibial insert catalog#: ni lot#: ni. Reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: narrowing of the tibio-femoral space and abnormal valgus alignment which may be secondary to liner wear as well as small areas of radiolucency below the tibial component consistent with osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision approximately 20 years post-implantation due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.